Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon functional testing, the fse found that the ippc didn¿t boot up and confirmed that the ippc was defective. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however, the replacement of the ippc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm to patient or user was reported. Philips has started an investigation of this complaint.